Event description:
During the last capacitor maintenance on 12 june 2000, an extended charge time was observed. Several unsuccessful capacitor maintenances were performed on 16 aug 2000 to try to improve the charge time. The decision was made to explant the device.